Event description:
It was reported that the patient presented via a (B)(6) transmission for non-sustained lead noise due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate hv therapy. The oversensing was noted on a stored egm. Programming changes were recommended to decrease the ventricular sensitivity. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.